Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display and a crack in the casing. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display is dim and the letters have a red hue and the lens was scratched. Unrelated to the display issue, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).